Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield product used on a patient was possibly defective: dignishield grm # 30635773, ref# sms002. The incident report was completed by the nurse, who noted the suspected product defect. On (B)(6) 2026, around noon, the dignishield tube was inserted. On (B)(6) 2026, around 5:00 am, the nurse observed a discharge from the rectum and followed troubleshooting steps by checking the condition of the balloon. When it was deflated through the inflation port, stool was found inside the balloon contents. The entire dignishield system was subsequently replaced. During a quick visual inspection of the removed tube, it appeared that the source of the leak might have been due to a manufacturing issue. The box of the defective product remained in the room, as the tube had been inserted for less than 24 hours.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 dignishield with syringe. Visual inspection noted no obvious observations. Attempted to inflate balloon with methylene blue solution (3 drops 1 percent methylene blue per 100ml distilled water) and was unable to inflate as it leaked out of the bulb. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield product used on a patient was possibly defective dignishield grm 30635773 ref sms002. The incident report was completed by the nurse, who noted the suspected product defect. On (B)(6) 2026, around noon, the dignishield tube was inserted. On (B)(6) 2026, around 5:00 am, the nurse observed a discharge from the rectum and followed troubleshooting steps by checking the condition of the balloon. When it was deflated through the inflation port, stool was found inside the balloon contents. The entire dignishield system was subsequently replaced. During a quick visual inspection of the removed tube, it appeared that the source of the leak might have been due to a manufacturing issue. The box of the defective product remained in the room, as the tube had been inserted for less than 24 hours.